Event description:
During a surgical procedure it was found that there was a leak in the irrigation solution warmer drape. After the procedure, the warmer drape was found to have a hole in it. Irrigation solution had leaked through the hole. There was concern with possible contamination of the irrigation fluid. The ors-2000 irrigation warmer used with the drape was set at 100 degrees. No other instruments or devices came in contact with the drape. Personnel using the drape said there were no wrinkles in the drape while it was being used with the warmer. It was thought that the defect in the drape could have been present when the package was opened.the hole in the drape appears near the center of the drape, approximately 3 inches from the blue square in the center. The hole is approximately 3mm in length. The hole is on the edge of a semicircular area. The semicircular area is about 1 and 1/2 inches by 1/2 inch. The area is slightly hazy compared to the transparent drape. The area also feels slightly thinner than the rest of the drape. The patient was given antibiotics and the fluid was cultured. The cultures were negative and the patient developed no infections.the ors-2000 irrigation warmer used with the drape was sent to the hospital clinical engineering department to be checked and was found to be functioning properly. The warming device was also used to reconstruct the event with another drape during a test. No leaks or defects in the test drape occurred.

Event description:
During a surgical procedure it was found that there was a leak in the irrigation solution warmer drape. After the procedure, the warmer drape was found to have a hole in it. Irrigation solution had leaked through the hole. There was concern with possible contamination of the irrigation fluid. The ors-2000 irrigation warmer used with the drape was set at 100 degrees. No other instruments or devices came in contact with the drape. Personnel using the drape said there were no wrinkles in the drape while it was being used with the warmer. It was thought that the defect in the drape could have been present when the package was opened.the hole in the drape appears near the center of the drape, approximately 3 inches from the blue square in the center. The hole is approximately 3mm in length. The hole is on the edge of a semicircular area. The semicircular area is about 1 and 1/2 inches by 1/2 inch. The area is slightly hazy compared to the transparent drape. The area also feels slightly thinner than the rest of the drape. The patient was given antibiotics and the fluid was cultured. The cultures were negative and the patient developed no infections.the ors-2000 irrigation warmer used with the drape was sent to the hospital clinical engineering department to be checked and was found to be functioning properly. The warming device was also used to reconstruct the event with another drape during a test. No leaks or defects in the test drape occurred.